Event description:
It was reported that during a ptca / stenting treatment procedure the quantum maverick monorail balloon ruptured at 15 atm's on theinital inflation. The pt was asymptomatic during this event. The procedure involved placement of an s670 3.7/18 stent to treat a 99% stenotic lesion in the lad coronary artery. The quantum maverick monorail balloon was being used to post-dilate this stent. The quantum maverick monorail balloon catheter was removed and replaced with another quantum maverick balloon catheter to successfully complete the stenting procedure. Pt status is reported as 'good'.